Event description:
Upon the return of the recall products the hospital reported that during a case the bur unscrewed into the pt. The unit will be returned for evaluation. There was no injury to the pt.